Event description:
A hospital in (B)(6) reported that the an iw934 cosycot infant warmer had a cracked head piece. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the defective warmer head assembly of the iw934jeu infant warmer was returned to fisher & paykel healthcare (fph) service centre in (B)(4). Our analysis is accordingly based on the service report and photograph provided by our service centre. Results: visual inspection revealed that the upper case of the warmer head sustained vertical cracks, confirming the reported fault. There was also evidence of crazing, chipping, and flaking of the plastic surface at the bottom edge of the upper casing. A lot check revealed no other complaints of this nature for lot number 050919. Conclusion: it is likely that the cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint warmer head has since been replaced with a new head casing and returned to the healthcare facility after it passed the performance and electrical safety tests.

Manufacturer narrative:
(B)(4). The complaint device has been recently returned to fisher & paykel healthcare service center in (B)(4) and the repair is currently in progress. We will provide a follow-up report upon completion of the repair and our investigation.

Event description:
A healthcare facility in (B)(6) reported that an iw934jeu cosycot infant warmer had a "cracked head piece". This was found prior to patient use.